Event description:
The distal main body of the zenith fenestrated device was being deployed. The black trigger wire (proximal) was very difficult for the surgeon to remove. The doctor twisted the knob to relieve some of the tension which allowed her to pull the knob back freely. There was no apparent injury tot he pt and the device operated as it should following the incident.

Manufacturer narrative:
Event evaluation: still under investigation.